Event description:
It was reported that during an open procedure, the staples did not perforate the skin and there was a little damage to the tissue. The doctor couldn't open the device to get it out properly.

Manufacturer narrative:
Information anticipated, but unavailable at this time.